Manufacturer narrative:
Unit received with blank display due to corrode the battery tube. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Unit had cracked case (battery tube). The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had corrosion in the battery space. Customer stated insulin pump had same battery during one year. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.